Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had low blood glucose. Customer stated their blood glucose was 200mg/dl and the dropped down to 39mg/dl very quickly. The customer stated they treated for low blood glucose and was able to bring up blood glucose himself. Customer declined to troubleshoot.